Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified right iliac artery. Attempts to cross to the lesion with the guide wire were unsuccessful due to the calcified lesion. After retraction of the guide wire from the patient's anatomy, the distal end of the guide wire was observed to be kinked with a noticeable separation; however, it was stated that it was not fully separated. A new non-abbott guide wire was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.